Event description:
The user facility reported that a 74 year old male patient was on impella cp support and during support, there were placement signal issues. Ao position signal values deviated significantly from the blood pressure on the vital signs monitor. The pump was repositioned to no avail. The automated impella controller (aic) was replaced and the issue remained. The patient remained on support without any harm until successfully weaned from the pump.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.